Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated in two pieces. The guidewire shaft was examined for any damage or irregularities. It was noticed that the device was separated when returned. The proximal end of the shaft measured 159.5cm. The distal end measured 25.5cm which is the total length of 185cm. The wire also showed a kink at 152cm from the proximal end of the shaft. No other damage or irregularities were noticed. The sensor port was clear of any material. Functional testing of the device could not be completed due to the separation of the shaft. Materials testing analysis characterization (mtac) testing was performed on the returned device. Exact beam fracture locations were unable to be determined. Several narrow ductile dimple locations were observed on both distal and proximal fracture ends. No micro-cracks were observed adjacent to the distal and proximal facture ends. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was 70% stenosed, tortuous, calcified and 20mm in length. Right radial access was gained. A guide catheter was also in use. Resistance as encountered advancing. The device separation occurred 30cm from the tip, prior to crossing the lesion. No other devices were advanced over the wire.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a guidewire separation occurred inside the patient. The patient presented with myocardial infarction. The target lesion was located in the calcified proximal left anterior descending artery. It was a difficult case with many guidewire manipulations. A kink was suspected and then it was noted that the guidewire broke in two pieces. The device was retrieved from the patient's body by snaring and the procedure completed with another of the same device. There were no further complications and the patient status was stable.